Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of the monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. Device manufacture date: monitor 07/16/2012, belt 01/16/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021. Review of the patient's download data indicates the patient received one appropriate shock and one external defibrillation on the date of passing. The device was started up at 14:45:05 on (B)(6) 2021. The patient was in an idioventricular rhythm at 40 to 50 bpm with electrode lead fall off at 14:45:19. The patient's rhythm degraded to vt at 160 bpm with motion artifact before degrading to vf with varying amplitudes and motion artifact. Motion artifact prevented the lifevest from delivering a shock until 14:50:58. The patient's rhythm at the time of the appropriate shock was vf with motion artifact. The patient's post-shock rhythm was an idioventricular rhythm at 30 bpm. The patient was in an idioventricular rhythm at 40 bpm with CPR artifact at 14:52:32. The patient's rhythm then degraded to vf with CPR artifact at approximately 14:57:11. The patient received an external defibrillation at 14:59:45. The patient's rhythm at the time of the external defibrillation was vf with varying amplitudes. The patient's post-shock rhythm was one sinus beat, degrading to vf with electrode lead fall off. The patient remained in vf until electrode lead fall off obscured the patient's rhythm from 14:59:54 until the device shutdown at 15:16:58. CPR artifact, varying amplitudes, and the external defibrillation prevented the lifevest from detecting the vf arrhythmia.